Event description:
It was reported that approx. 57 months after the implantation the ICD could not be interrogated. The last follow-up before took place in (B)(6) 2017 and the battery capacity was 39 percent. The patient had a hip surgery after this follow-up. Now it was decided to exchange the ICD.

Manufacturer narrative:
After its receipt, the ICD was first checked visually. Signs of abrasion and spots of locally melted titanium were detected. In a next step, the ICD underwent electrical testing. Matching the clinical observation, interrogation of the ICD was not possible. Based on these results, it can be assumed that a shock delivery into an external low-ohmic shock path led to the observed sparkover traces and damage to the electronic module, as a consequence of which the ICD could no longer be interrogated. Possible clinical complications that can result in an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damages to the lead insulation that lead to a low-ohmic contact of the high-voltage conductors with each other or with the housing of the ICD. The manufacturing process of the ICD was reviewed and did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. There were no indications of a material defect or manufacturing error.